Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID: 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported the patient did not report a problem to his physician.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a problem with the patient programmer. He was not able to make adjustments with or without the antenna attached. An issue with the recharger occurred. He had coupling and or communication issues. An overdischarged occurred. The last successful recharging session was 2 to 6 months ago and that was the last time any stimulation was felt. The stimulation was not working right. He has not used the device for many months. He had issues with connecting the programmer to the ins and was not able to charge. He last recharged 3-4 months ago. Additional information has been requested.